Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was experiencing missed alarms randomly with the connected devices. When an alarm was missed, it was not being recorded in arrhythmia recall. No patient harm was reported. Investigation summary: at one point the nurse printed out an event but when searching for it in arrhythmia recall, it was not there. There was insufficient information available to determine the cause of the reported events. From the explanation above, it is presumed they could not find historical data in arrhythmia recall, as evidenced by the user having been able to print out an event. There is no indication of device malfunction. A review of the service history for this cns shows this is an isolated incident. A review of the service history for this facility shows this is an isolated incident. As per the operator's manual the possible causes of the historical data (e.g., full disclosure, recall, or tabular trend data) not being displayed on the cns are power issues with equipment communicating with the cns (if the bedside monitor is turned off, it will not relay vital signs), if the waveform in question is not being saved to the bsm (e.g., due to waveform shape (sawtooth) or signal noise), if the required parameter is not selected for monitoring (settings), if a patient is accidentally discharged, or lead issues. If lead issues are contributing to the problem, it could be due to a faulty lead, a lead being poorly placed, or the incorrect lead for the vital sign might be in use. If a time hop or time sync issue occurs while viewing full disclosure, possible causes can include network issues, damaged ethernet cords, or improper / incomplete seating of the ethernet cord in the port. The causes for this may be ungraceful exits, user education, power outages, power surges, or user-chosen settings. The service history for this cns shows the customer later reported a similar incident of not being able to view full disclosure data under ticket (B)(4) on 6/26/2022. The issue was resolved after the cns was rebooted; however, the cause was not determined. The customer continued to use the device. No similar issues have been reported since then.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was experiencing missed alarms randomly with the connected devices. When an alarm was missed, it was not being recorded in arrhythmia recall. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is experiencing missed alarms randomly with connected device(s) and when an alarm is missed, it is not being recorded in arrhythmia recall. No patient harm was reported.